Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 2.2, 1.0, lab: 4.1, 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was failed: date: 2008, inratio: 2.2, 2.5, lab: 4.1, 1.0, mean: 3.15, 4.0, confidence limits: 1.9-4.6, 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. For the second set of data, both inratio and lab values were outside the confidence limits for inr testing. Products will be tested.